Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and insufficient bonds between the implants and the bones which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2017. As a result of poly wear the femoral and tibial components are loosening. The patient was revised on (B)(6) 2023. All components were replaced with a competitors revision knee system. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 5886678, 200-02-38, three peg patella 38mm. 6363958, 02-012-43-4040, lgc tibia rbktray cem sz 4f/ 4t. 5820952, 02-012-38-4009, lgc tibia ps rbk insrt sz 4 9mm. H7: z-0026-2022 for 5820952, 02-012-38-4009, lgc tibia ps rbk insrt sz 4 9mm.